Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'ec 345' was not reproduced. A review of the event history log (ehl) revealed system error 345 messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Evaluation found upstream thermistor and downstream thermistor calibration values with in specification. The cause of the condition was not determined. The ultrasonic sensor requires replacement to address this issue as a precaution. Should additional relevant information become available, a supplemental report will be submitted.